Event description:
It was reported that the device had possible premature battery depletion due to gradual increment of the left ventricular (lv) output. The device was removed and replaced by a new device. It was also reported that the left ventricular lead had high threshold. It appeared on x-ray that the lead possibly migrated back towards the coronary sinus. The physician implanted a new lv lead and reused the existing lead by adapting it with the new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.